Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient representative reported left side ¿rashes,", "tingling skin", ¿severe inflammation of lymph nodes", "fear of cancer recurrence, emotional distress pain and suffering". Also reported ¿open skin sores,¿ ¿sicca syndrome,¿ ¿triggered vasculitis,¿ ¿dry and painful eyes and mouth,¿ ¿hair loss" which is not related to the device. The device has been explanted.